Event description:
It was reported that the patient was admitted to the hospital due to their seizures. After many tests, several clots were found which are believed to be the reason for the patient seizures. The medical staff also believe the clots are a result of the patient recent vns surgery. The vns was interrogated and no anomalies were identified. A response was received from the physician, confirming that the reported clots were determined to be related to the vns surgery. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.